Event description:
The electrosurgical generator was sent to the service department because the pencil was hot with the generator set at zero. During testing full output power was being produced at all setting.